Event description:
It was reported that the device was used during a gyn procedure. It was reported the hp052 was locking up. Another handpiece was used to complete the case. There was no consequence to the pt.